Event description:
An application compatibility issue was reported with the abbott diabetes care (adc) device in use with a samsung galaxy s8 phone with android operating system version unknown. Due to the reported issue, the customer received a "signal loss" and was unable to obtain readings. The customer experienced vision blackouts then fell over, losing their consciousness. The customer got up again after a few minutes and realized that they were bleeding from the head. They then went to the clinic. The customer had contact with a healthcare professional (hcp) and was referred by a gp/diabetologist to a hospital for suspected traumatic brain injury and a possible blood clot in the head. At the clinic, they underwent MRI, CT, and x-ray scans. They were then admitted to the hospital (days of hospital admission unspecified), where they received a second insulin injection (humalog) and a third painkiller. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer experienced signal loss. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the software application version restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.